Event description:
It was reported that the user¿s ilet pump displayed a black screen and would not power on after being on the charger overnight; when placed back on the charger during the call, the device powered on and indicated a low battery, consistent with improper seating on the charger and resultant battery depletion. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no need for alternative therapy and no hospitalization. Investigation included technical troubleshooting and user education on proper charging, with confirmation of charging indicators and battery recovery while on the charger. Investigation of this case revealed that the pump shut down due to a depleted battery and that the device functioned as designed once correctly connected to power, with no alarms active and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user charging technique and normal battery depletion.

Manufacturer narrative:
Initial.